Event description:
Report received of an under-delivery of hyperalimentation. The pump was programmed to deliver 20ml/hr. Three and one-half hours later, the pump displayed that 72ml had infused, but the nurse in the unit reported that only 25ml of the solution was missing from the burette. The pump was exchanged. A blood glucose measured during the under-delivery was reported to be lower than baseline, but remained within normal range.